Event description:
Per the clinic, the device was explanted on (B)(6) 2012. The reason for explantation was not reported. Because of the lack of patient details associated with this event, it is possible an MDR has already been filed. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device was explanted on (B)(6) 2012; not (B)(6) 2012, as previously reported. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Per patient's surgeon, the patient was reimplanted with a new device during surgery on (B)(6) 2012. This report is filed (B)(4) 2012.